Event description:
It was reported that an ilet device had a cracked touchscreen and became nonfunctional, and a replacement was arranged after confirming delivery details and return instructions; the user employs dexcom g7 and had backup therapy available. Symptoms included no device-generated alerts or alarms. Outcomes included the need to replace the device and user education on device management and report syncing. Investigation included review of the reported damage and collection of a damage photograph for assessment. Investigation of this case revealed physical damage to the touchscreen consistent with a screen break, rendering the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from an external factor.